Event description:
The customer reported that within four hours of activating a new pod, she had taken sick and was experiencing high bg levels (424 mg/dl) with ketones. She has administered correction boluses, but her bg levels remained high over the following five hours (365 - 440 mg/dl). Her doctor was consulted, who advised her to remove the pod. The pod will be returned for evaluation.

Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak - discoloration was seen inside the device. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.